Event description:
It was observed that during the device evaluation, the electrosurgical generator esg-400 exhibited error code 433. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the high voltage power supply board / power board has a failure, display of error code e433. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.